Event description:
Six months after implantation of a cypher stent in the left anterior descending artery, pt experienced a thrombotic event that was treated by percutaneous coronary angioplasty. Pt was on anticoagulant therapy when this event occurred.

Manufacturer narrative:
Additional info will be submitted within thirty days upon receipt.